Event description:
Baxter mini-bag plus 0.9 & sodium chloride 100ml containers -product numbr 280043-have been found to be leaking over the past week. Liquid is found when the seal is removed from the light blue vial adapter. Six bags with lot# p189811 exp: may 07, 1 bag with lot# p190660 exp: jun 07. Baxter product surveillance notified.